Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 06 may 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) prolapsed and flail posterior leaflet for a mitraclip procedure. During the procedure, a partial detachment of first mitraclip was observed from the anterior leaflet. Additional 2 mitraclips were deployed for stabilization of first clip. The mr was reduced to grade <1 post procedure. There was no clinically significant delay reported.